Manufacturer narrative:
H3 other text : the device s being investigated and I spending the final results.

Event description:
The manufacturer received information alleging a trilogy 202 ventilator inoperative condition occurred. The customer states a ventilator service required error appeared on the display and the device failed to power up. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy 202 ventilator inoperative condition occurred. The customer states a ventilator service required error appeared on the display and the device failed to power up. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to (B)(4) box h additional narrative/corrected data: new evaluation information was not provided. New evaluation information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the field service engineer noted 02 saturation is not maintained to the patient because 100% 02 has not been generated. The hospital 02 supple was checked and is ok. The ventilator was reinstalled successfully and was returned to the customer in good physical and working condition. This is no other information provided at this time. If any additional information is received, a follow up report will be filed.